Event description:
During surgery, the surgeon inserted hansson pin into the patient bone. The surgeon used t-handle, in order to push out the hook. Although the hook was pushed out, the tip of hook was deformed(proximal pin).

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During surgery, the surgeon inserted hansson pin into the patient bone. The surgeon used t-handle, in order to push out the hook. Although the hook was pushed out, the tip of hook was deformed(proximal pin).